Event description:
The customer reported a physicist's discrepancy. The physicist report shows that mag 1 and mag 2 field size exceed 4% source to image distance tolerance. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the image intensifier sizing to bring the source to image distance into tolerance. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.